Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, this case describes needle broken, embedded device and device material separation with suspected device ultra safety plus twist. It was reported that the needle came off from the needle holder and broke inside patient's mouth during intraligamentary injection in the mesial aspect of the lower-right 6 tooth. The barrel and the handle separated when the dentist was pressing the barrel to give the injection and the handle remained in patient's mouth with the needle stuck on patient's tooth. When the dentist tried to remove the needle broke and separated from the handle. Prolonged surgery was required to retrieve the needle from the mouth. During injection, a lot of pressure had to be exerted on the device. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. It was reported that during injection, a lot of pressure had to be exerted on the device. Indeed intraligamentary injection are known to require more pressure. Nonetheless, the IFU states "do not apply too much pressure to avoid breaking the needle and hurting the patient." Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. In this case it is reported that before injection, the handle was inserted and twisted/rotated.the protective sheath was pulled back into the handle. Use error/abnormal use considered (excessive pressure). Therefore, pending quality investigations, no root cause could be determined. Pending quality analysis, no CAPA required.

Event description:
Authority report from the united kingdom. Local reference: (B)(4). Authority reference number: (B)(4) from mhra. Quality complaint was opened: (B)(4). This initial incident report was received on 06-feb-2024 from the mhra via email. Follow-up #1 was received on 16-feb-2024 from the dentist via email. All information were processed together. Description of the incident (narrative): this report described needle broken, embedded device and device material separation with suspected device ultra safety plus twist part a (injection device) and part b (sterile white handle) in a 52-year-old male patient with an unknown medical history during an unspecified procedure via intraligamentary injection for the lower-right 6 tooth. No further information was available regarding the patient. On 26-jan-2024, it was reported that the needle came off from the needle holder and broke inside patient's mouth. When attempted to give intraligamentary injection with ultra safety plus twist needle in the mesial aspect of the lower-right 6 tooth, but needle broke and got stuck in patient's mouth during the prcedure. The barrel and the handle separated when the dentist was pressing the barrel to give the injection and the handle remained in patient's mouth with the needle stuck on patient's tooth. When the dentist tried to remove, the handle from patient's mouth, the needle broke and separated from the handle. Prolonged surgery was required to retrieve the needle from the mouth. It was reported that before injection, the handle was inserted and twisted/rotated. The protective sheath was pulled back into the handle. During injection, a lot of pressure had to be exerted on the device. The reporter mentioned that the box of needles from the same lot were removed and discarded. Other information of product: ultra safety plus twist part a (injection device), batch number: #f51827aa, expiry date: 30-jun-2026 ultra safety plus twist part b (sterile white handle), batch number: #f51827aa, expiry date: 30-jun-2026. This case is considered serious as the clinical information retrieved the following seriousness criteria: "required intervention to prevent permanent impairment/damage (devices)". Fu1: previously coded event of device material separated from collar updated to needle broken, patient date of birth updated, device material separation term added. Manufacturer's preliminary comments: based on the information available, this case describes needle broken, embedded device and device material separation with suspected device ultra safety plus twist. It was reported that the needle came off from the needle holder and broke inside patient's mouth during intraligamentary injection in the mesial aspect of the lower-right 6 tooth. The barrel and the handle separated when the dentist was pressing the barrel to give the injection and the handle remained in patient's mouth with the needle stuck on patient's tooth. When the dentist tried to remove the needle broke and separated from the handle. Prolonged surgery was required to retrieve the needle from the mouth. During injection, a lot of pressure had to be exerted on the device. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. It was reported that during injection, a lot of pressure had to be exerted on the device. Indeed intraligamentary injection are known to require more pressure. Nonetheless, the IFU states "do not apply too much pressure to avoid breaking the needle and hurting the patient." Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. In this case it is reported that before injection, the handle was inserted and twisted/rotated.the protective sheath was pulled back into the handle. Use error/abnormal use considered (excessive pressure). Therefore, pending quality investigations, no root cause could be determined. Pending quality analysis, no CAPA required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, this case describes needle separated from collar leading and embedded device with suspected device ultra safety plus twist. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could also be the mishandling of the device. Therefore, pending quality investigations, no root cause could be determined. Pending quality analysis, no CAPA required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion. The quality investigations were within specifications. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. It was reported that during injection, a lot of pressure had to be exerted on the device. Indeed intraligamentary injection are known to require more pressure. Nonetheless, the IFU states "do not apply too much pressure to avoid breaking the needle and hurting the patient." Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. In this case it is reported that before injection, the handle was inserted and twisted/rotated.the protective sheath was pulled back into the handle. Excessive pressure (use error/abnormal use) is considered the most probable root cause. Investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. Furthermore, tests (functional control, functional tests with unusual conditions and stress) were carried out on sofic retention devices in order to check the reported problem. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. During manufacturing the in-process conformity controls were executed: · periodic control of the holding force between the handle and the injection device each 3 hours. · periodic control of the cannula resistance: 20 devices / 2 hours. · a 100% traction test, all defective needles were systemically discarded in the absence of defect during investigation and tests, the root cause of the reported issue could not be determined. Use.usptw2-001-device using- the practioner performs the injection and applies excessive pressure on the system when injection the anaesthetic -handle disassembly use.usptw2-002-device using- the practioner performs the injection and applies excessive pressure on the system when injection the anaesthetic - plunger rod breakage during injection.

Event description:
Authority report from the united kingdom. Local reference: (B)(4). Authority reference number: (B)(4). Quality complaint was opened: not available. This initial incident report was received on 06-feb-2024 from the mhra via email. Description of the incident (narrative): this report described needle separated from collar leading and embedded device with suspected device ultra safety plus twist in a 52-year-old male patient with an unknown medical history during an unspecified procedure. No further information was available regarding the patient. On (B)(6) 2024, it was reported that the needle came off from the needle holder and broke inside patient's mouth. Prolonged surgery was required to retrieve the needle from the mouth. The reporter mentioned that the box of needles from the same lot were removed and discarded. Other information of product: ultra safety plus twist, batch number: #f51827aa, expiry date: 30-jun-2026. This case is considered serious as the clinical information retrieved the following seriousness criteria: "required intervention to prevent permanent impairment/damage (devices)" manufacturer's preliminary comments: based on the information available, this case describes needle separated from collar leading and embedded device with suspected device ultra safety plus twist. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could also be the mishandling of the device. Therefore, pending quality investigations, no root cause could be determined. Pending quality analysis, no CAPA required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the quality investigations were within specifications. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection. It was reported that during injection, a lot of pressure had to be exerted on the device. Indeed intraligamentary injection are known to require more pressure. Nonetheless, the IFU states "do not apply too much pressure to avoid breaking the needle and hurting the patient." Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. In this case it is reported that before injection, the handle was inserted and twisted/rotated.the protective sheath was pulled back into the handle. Excessive pressure (use error/abnormal use) is considered the most probable root cause. Investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. Furthermore, tests (functional control, functional tests with unusual conditions and stress) were carried out on sofic retention devices in order to check the reported problem. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. During manufacturing the in-process conformity controls were executed: · periodic control of the holding force between the handle and the injection device each 3 hours. · periodic control of the cannula resistance: 20 devices / 2 hours. · a 100% traction test, all defective needles were systemically discarded in the absence of defect during investigation and tests, the root cause of the reported issue could not be determined. Use.usptw2-001-device using- the practioner performs the injection and applies excessive pressure on the system when injection the anaesthetic -handle disassembly use.usptw2-002-device using- the practioner performs the injection and applies excessive pressure on the system when injection the anaesthetic - plunger rod breakage during injection.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, this case describes needle separated from collar leading and embedded device with suspected device ultra safety plus twist. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could also be the mishandling of the device. Therefore, pending quality investigations, no root cause could be determined. Pending quality analysis, no CAPA required.

Event description:
Authority report from the united kingdom. Local reference: (B)(4). Authority reference number: (B)(4). Quality complaint was opened: not available. This initial incident report was received on 06-feb-2024 from the mhra via email. Description of the incident (narrative): this report described needle separated from collar leading and embedded device with suspected device ultra safety plus twist in a 52-year-old male patient with an unknown medical history during an unspecified procedure. No further information was available regarding the patient. On (B)(6) 2024, it was reported that the needle came off from the needle holder and broke inside patient's mouth. Prolonged surgery was required to retrieve the needle from the mouth. The reporter mentioned that the box of needles from the same lot were removed and discarded. Other information of product: ultra safety plus twist, batch number: #f51827aa, expiry date: 30-jun-2026. This case is considered serious as the clinical information retrieved the following seriousness criteria: "required intervention to prevent permanent impairment/damage (devices)" manufacturer's preliminary comments: based on the information available, this case describes needle separated from collar leading and embedded device with suspected device ultra safety plus twist. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could also be the mishandling of the device. Therefore, pending quality investigations, no root cause could be determined. Pending quality analysis, no CAPA required.